Event description:
Boston scientific received information that this patient implanted with this implantable cardioverter defibrillator (ICD) had an alert issued due to a high shock impedance. A measurement of 134 was recorded. Boston scientific technical services (ts) was contacted and discussed that since the measurement was low and the lead is a single coil lead, this may not be an issue. The physician has elected to monitor the patient and re-evaluate at the patient's next device follow-up appointment.

Manufacturer narrative:
Our local area sales representative was contacted and was not aware of any further information regarding the patient's next scheduled follow-up appointment. Should any additional information become available to our company, this report will be updated.

Manufacturer narrative:
The local area sales representative was unable to provide any further information. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
One month later, another alert was detected for high shock impedances of 155 ohms. The patient was brought in for a device check and the shock impedance values were normal. All available information indicates the device and lead remain in service. Attempts to obtain additional information have been made. Should additional information become available, this report will be updated

Manufacturer narrative:
Approximately one year later, an alert was issued due to a low shock impedance measurement; however, the measurement that triggered the alert could not be found in the patient's data. Boston scientific technical services (ts) was contacted by a health care professional (hcp) and discussed finding the measurements at a subsequent remote monitoring interrogation. Ts also discussed reviewing presenting electrograms and arrhythmia logbook data for appropriate sensing and to consider bringing the patient in for another evaluation. The caller explained they did bring the patient in earlier this year for the high shock impedance issue and found no issues with the system. Ts discussed the shock lead impedance test is a sensitive test and so it may be possible to see out of range measurements that may not be emergent; but is still necessary to evaluate and assess the integrity of the system by performing min and max energy shocks. Ts noted that this patient has no history of receiving any shocks from the device. The caller stated they would suggest the patient perform a pii and discuss the next steps with the physician. A request for additional information has been sent to the field representative. Should the field representative be able to provide any further information, this report will be updated.

Manufacturer narrative:
Additional information was obtained indicating the patient was brought in to the clinic for further lead testing. Normal lead measurements were confirmed through lead testing using the programmer and isometrics. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.